Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented remotely via merlin.net transmission, far field oversensing on the atrial channel leading to inappropriate auto mode switch was observed. Patient was asymptomatic. Programming changes were made. Patient was stable.